Manufacturer narrative:
Please also mfg. Report no. 3007566237-2017-0124.

Event description:
A consumer reported having his implantable neurostimulator (ins) repositioned two weeks ago. There were no further complications reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.